Manufacturer narrative:
Correction:mfg site ID section evaluation summary: post market vigilance (pmv) led an evaluation of one device. The jaws were clamped. Staple pushers were flush with the cartridge surface. The laminates were bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. Replication of the deformed anvil clamping mechanism and flush staple pushers may occur under the following conditions: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/wedge/segmental resection procedure, the surgeon fired the device, pulled the black return knob back and returned the knife to the initial position, however could not open the jaws properly. The surgeon could remove the device from the tissue slowly, in spite of half-open jaws. No damage caused on the tissue. Replaced by a new handle and a new cartridge, the procedure was completed with no problem. The status of the patient is no problem.